Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the patient's heart wall a few days after it was implanted on (B)(6) 2018. The perforation was confirmed with a computerized axial tomography (cat) scan. As result, the patient underwent a procedure on (B)(6) 2018 wherein the rv lead was successfully repositioned. The lead remains in service. No additional adverse patient effects were reported. Boston scientific received information on (B)(6) 2018 from a family member. According to the family member, the patient died on (B)(6) 2018. The boston scientific field clinical representative (fcr) was not notified by the clinic nurse or physician that this patient had died. The fcr reported that the implanted device and lead system was check just after the patient had underwent a surgical procedure that was unrelated to the pacemaker system. The fcr commented that the patient was not doing well medically post-procedure and an additional procedure was required. The cause of death was not reported to the fcr. The fcr contacted the electrophysiologist who had implanted the pacemaker system. The electrophysiologist was present at the time the patient died. The patient had been presented for surgical repair of a hernia. The patient developed a bleed the following morning that required urgent surgical intervention. At the time of the surgical intervention, the operation and functionality of the pacemaker was normal. A large amount of blood was identified as originating from the surgical site of the hernia repair. An autopsy showed bleeding from the esophagus with no blood in the pericardium. The cause of death was attributed to the extensive blood loss that occurred following a surgical repair of this patient¿s hernia.